Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number, serial number, and UDI number updated. G1 MFR site name, danvers, removed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During a subsequent coronary artery bypass procedure, the impella was positioned across the aortic valve in surgical mode. Upon weaning from cardiopulmonary bypass, the impella could not be repositioned because the pigtail had wrapped around the mitral apparatus. Attempts to pull it back posed a risk of mitral valve injury. The surgical team decided to arrest the heart and remove the impella manually. The device was successfully explanted, and the patient was able to come off cardiopulmonary bypass. The groin access site was closed. The patient¿s condition stabilized, and the device was subsequently weaned and explanted.